Manufacturer narrative:
Upon investigation, the technician found the device had a damaged mounting bracket. He reports that the beds at the account usually hold up pretty well. However, the contract company the account has that moves and cleans the bed are rough on the bed. They do not put the device in steer when moving it hence it swings around and probably hit a wall or doorway which caused the mounting bracket in the side rail to break. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the mfg process. The technician replaced the left foot side rail slide plate weldment (mounting bracket) to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the left foot side rail is hanging down and will not raise to the latch position. The bed is located in the facilities bed storage. There was no pt/user injury reported. (B)(4).